Event description:
Related manufacturer reference number : 1627487-2022-01347. It was reported that the patient¿s leads migrated. As such, surgical intervention took place on (B)(6) 2022 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.